Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up, the lv lead exhibited high thresholds. The physician reprogrammed the pacing vector configuration. No patient symptoms were reported.